Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant that the pacing lead had dislodged and exhibited perforation. It was also reported that threshold and sensing parameters "were not good". The pacing lead was explanted and replaced. No further patient complications havebeen reported as a result of this event.